Manufacturer narrative:
The insulin pump had unresponsive buttons then button error alarmed due to moisture damage on keypad traces. Unable to perform the operating current to verify the failed battery test and weak battery alarm due to keypad damage. No damage found on the electronic assembly and motor. The device had a cracked corner display window, cracked battery tube threads, scratched lcd window, cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.